Event description:
A customer reported a cartridge alarm issue with their insulin pump, specifically cartridge alarm 20. Despite the alarm, there was no adverse impact to the customer¿s blood glucose level, as their level did not exceed 500 mg/dl. Tandem technical support arranged to replace the faulty pump and advised the customer on steps to prepare the device for return. The customer will use multiple daily injections (mdi) as a backup method for insulin delivery while awaiting the new pump, which will come with updated software.